Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Event description:
It was reported that during testing, the pump exhibited air in line error message. No patient injury was reported.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found tamper seals are intact, and the physical condition of the device is in good condition. The device's event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing, the device was visually inspected, and the customer problem was duplicated as faulty air detector was found. The faulty air detector was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.